Event description:
Syringe pump alarmed halfway through a keppra dose delivery. There was a channel error and calibration error. The syringe pump plunger shaft had a crease mark as if it were flexed or bent. The pump error log indicated multiple errors for syringe plunger position and syringe plunger position sensor contamination. Bd service replaced the bent drive shaft. We are finding that the shaft is prone to damage.